Event description:
Reference number (B)(4) event occurred in the canada it was reported that the patient experienced kinked cannula on (B)(6)2024 leading to high blood glucose. The site of location of infusion set was abdomen. The issue was observed within three or more hours of insertion. High blood glucose was addressed using correction bolus via pump. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The reference samples for the lot 6007758 have already been previously tested in the (B)(4) on 23-mar- 2025. Test results: the reference samples were visually inspected and tested for air flow. All test results were within specifications as per the test report (B)(4). Device history record (DHR) review: the lot 6007758 was manufactured according to the work instruction (wi) version 115 manufactured in the line 7, on 30/jun/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 09-apr-2025 against malfunction code 7 soft cannula found kinked upon removal from infusion site and lot 6007758 and no more complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for retention samples, no non-conformance (nc) raised during production, no more complaints received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.